Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported by the sales rep that during basic knee surgery, shavings of the product flaked into pt's body. He stated that from working with the surgeon in the past, he might have been putting his weight into it causing the metal part to hit the hood, thus the shavings of the inner portion of the bur, ended up inside of the pt. Another item was used and the case was completed successfully. He also reported that the surgeon was able to remove most of the flaking of the bur using a grasper.